Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 03/30/2016; belt 09/02/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received four inappropriate treatment in response to motion artifact. At 14:52:20 on (B)(6) 2021 the patient was in an idioventricular rhythm at 30 bpm, which degraded to asystole with intermittent cardiac activity. The patient was in asystole with occasional motion artifact at 15:25:12. The patient received the inappropriate treatments at 15:25:47, 15:26:14, 15:26:41, and 15:27:08. The patient's rhythm at the time of each treatment and post-shock rhythms were asystole.